Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Medwatch field occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with a coaguchek inrange meter (unknown serial number). A sample from the patient was tested in the laboratory using the stago neoplastine method, resulting with a value of 3.1 inr. One hour later, a sample from the patient was tested using the meter, resulting with a value of 4.1 inr. The patient's therapeutic range is 2 to 3 inr.